Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the patient had a history of venous thromboembolism and a greenfield filter was placed prior to the patient having gastric bypass. On (B)(6) 2017 a CT of the abdomen without contrast revealed the filter had 2 degrees of tilt relative to the lumen of the ivc. The posterior right lateral tine contacted the wall of the ivc. The remaining metallic tines project slightly beyond the confines of the ivc. There was no aortic contact or perforation. The anterior tine contacted the posterior wall of the duodenum. There was a 5 mm calcification versus wire fracture adjacent to the posterior aspect of the duodenum, too small to completely characterize. There were prominent vascular calcifications seen about the abdomen. The tip of the ivc filter was above the level of the left renal vein, the filter may have migrated. The right and left renal vein enter the ivc at approximately the same level and the tip extended slightly above the level of the right renal vein as well. All but one of the metallic tines projects beyond the confines of the ivc consistent with mild penetration.